Event description:
Shortly after implant of a trail lead, the pt reported headaches. The surgeon suspected that the pt's dura was punctured. The pt was advised to rest and drink caffeine. The pt is reportedly doing well.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for evaluation.